Event description:
Additional information received reported that the patient was doing well. The healthcare provider confirmed that the infection was at the pump incision site. The patient was started on 10 mg every 8 hours of oral baclofen prior to the pumps removal as the pump dose had be decreased over time and continued on that dose after explant. The patient had no withdrawal symptoms at all after surgery and he had recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving ga blofen (concentration 2000 mcg/ml, dose 100mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump and catheter were explanted due to infection. The patient had new pump and catheter implanted in (B)(6) 2015. On (B)(6) 2016, the patient was presented in the emergency department with the mother reporting that the pump incision site was red and inflamed. The patient was admitted to the hospital, and a culture of the incision was positive for staph aureus. The patient was placed on IV antibiotics, vancomycin. In anticipation of possible explant the patient's dose was decreased; the patient was receiving gablofen 2000mcg/ml at a dose of 176 mcg/day. The dose was incrementally decreased to 140mcg/day, then 125mcg/day, then 100mcg/day. The patient was discharged home on (B)(6) 2016. The patient went to rehab clinic on (B)(6) 2016. The bandage was soaked in drainage, and the pump incision had an approximate 5cm area of protruding, vascular tissue. The patient was admitted to the hospital, cultures were again positive for staph aureus. As the pump was already at it's lowest programmable rate 100mcg/day, they could not decrease dose in anticipation of explant. There was discussion around emptying pump reservoir, and performing aspiration of drug from catheter and purge/aspirate drug from internal pump tubing. It was decided that this would pose an increased risk of introducing meningitis; therefore it was not done and patient was scheduled for pump and catheter explant which was done on this report date and patient would then be monitored for signs and symptoms of withdrawal. It was unknown as to whether the issue was resolved, the patient status was alive ¿ no injury.